Event description:
It was reported that balloon rupture occurred. A 2.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, on initial inflation at 16 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.